Event description:
The customer reported via planning team "generator blew up, horrible electrical smell has set off fire alarms." He has advised of a flash exposure and after a 2nd attempt, a further flash exposure and a smell of burning.

Manufacturer narrative:
Evaluation method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.